Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni device product code - ni expiration date - ni date implanted - ni date explanted - ni (B)(6), manufacture date ¿ ni.

Event description:
It was reported in a journal article that three patient¿s underwent total wrist arthroplasty. Follow up results indicated postoperative failure of both components. There has been no further information provided.